Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the screw thread on the spine clamp was stripped and could not be tightened.